Manufacturer narrative:
Follow-up # 1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history appeared to be inaccurate due to a time/date issue. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad buttons were tested and responsive to user input.

Event description:
On (B)(6) 2013, the patient contacted animas and reported when she reviewed the pump history on (B)(6) 2013 and (B)(6) /2013, she noticed large boluses recorded every hour and said that the pump history was not accurate. The patient claimed that the pump is not working and stated after bolusing with the pump her bg was not responding. The patient's blood glucose (bg) value was reportedly 323mg/dl with no symptoms and that her normal level was in the 125 mg/dl range. The patient reportedly used the humulog pen and levimir to treat the bg. The patient's bg reportedly was running high for past few weeks. It was noted that the patient was advised by the heath care provider (hcp) to disconnect from the pump and use insulin injections as a back-up. There was no reported adverse event associated with this complaint. The reported bg value is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to the allegation that the patient stated that the pump may have not been recording the correct basal/bolus amounts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.